Event description:
Paramedics responded to an accidental drug overdose. After a "quick look" with standard paddles, the device was charged to 200 joules and the discharge buttons pressed. Accoriding to the reporter, the device did not deliver energy to the pt x3. A backup AED at the scene was used but the AED advised no shock for a nonshockable rhythm. The pt was not resuscitated but the reporter said the alleged device malfunction did not cause or contribute to the pt's death because the pt was not viable.